Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to contamination in the battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event associated with the battery malfunction.

Event description:
03/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/15/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was not powering on properly.